Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become intermittently unresponsive. It was also reported that an alert occurred; however, since the pump was unresponsive, the type of alert was unable to be confirmed. The customer reported an elevated blood glucose level of 354 (mg/dl) and delivered an insulin pen injection. It was indicated that insulin pens and injections were available for diabetes management.

Manufacturer narrative:
No failure identified related to alert.